Event description:
It was reported that the customer's insulin was suspended and the cause was not known. The customer doubled his basal rate. The customer's blood glucose level was 190 mg/dl. The pump history indicated that the insulin was stopped from a "user aborted" action. However, the customer did not recall suspending the insulin, but stated that he could have accidentally suspended it.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.